Manufacturer narrative:
Additional information was received on (B)(6) 2019. The device was explanted on (B)(6) 2018. Has been populated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient of unknown age who underwent breast prostheses implantation with unknown mentor saline prostheses for an unknown indication on (B)(6) 2009 and experienced the following: within 6 months a mass was found attached to the left implant. Around the same time, she developed psoriasis (autoimmune). Over the course of the next 8 years, increasing every year, she experienced sinusitis, bronchitis, and ear infections. In 2017 she got mycoplasma and a reactive mononucleosis that left her feeling more exhausted. The patient was diagnosed with an immune deficiency by a physician. Consistent exhaustion was reported throughout this time period. The patient underwent explantation on an unknown date. No product issue, such as rupture was reported. The root cause of the patient's symptoms are unclear. See 1645337-2019-09097 for contralateral prosthesis report.